Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion. In (B)(6) 2018 this device had two years remaining longevity. In (B)(6) 2019, the battery had reached end of life (eol) battery longevity. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned, and as a result, laboratory analysis could not completed. Upon laboratory review of complaint evidence the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and the remaining longevity estimates.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion. In (B)(6) 2018 this device had two years remaining longevity. In (B)(6) 2019, the battery had reached end of life (eol) battery longevity. The device was explanted and replaced. No adverse patient effects were reported.